Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two concerto coils had several malfunction allegations. It was reported that a nv-2-4-helix coil was unable to detach with the detacher and manual detachment method. It was noted that the nv-2-4-helix coil did become stuck in the non-medtronic catheter and that there was resistance encountered in the middle of the non-medtronic catheter. The catheter and coil were not damage. The physician attempted to detach the coil with the first instant detacher 3 times and with the second instant detacher 2 times. There was one manual attempt at detachment with the hypotube. The nv-2-6-helix coil was unable to advance through the non-medtronic catheter. It was noted that the nv-2-6-helix coil did become stuck in the non-medtronic catheter and that there was resistance encountered in the middle of the non-medtronic catheter. The catheter and coil were not damage. Subsequent coils were able to advance and detach. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a terumo 6f sheath and a boston scientific truselect¿ microcatheter.

Manufacturer narrative:
H6: coding updated h3: product analysis updated conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment is the blood found underneath the outer jacket, causing the release wire to become stuck. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The non-medtronic micro catheter (truselect) used in the event was not returned. The inner diameter (ID) of the truselect microcatheter was found to be 0.021¿ (per an online source) per the concerto coil IFU (instructions for use), the minimum ca theter ID required for use is 0.021¿. Therefore, the truselect micro catheter was found to be compatible for use with the concerto coils. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. A total of 4 coils with the same batch number were involved with the malfunction allegation. The procedure was completed by using other sizes of the concerto coils. The coils came out of the introducer sheath smoothly. A continuous catheter flush was administered during the procedure. There was no kink/damage to the coil observed after removal. There was no kink/damage to the catheter observed after removal. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient. This information has been confirmed by the physician.

Manufacturer narrative:
H3 product analysis: document used: n/a as found condition (condition of returned device): two concerto implant coils were returned within a shipping box; within their opened concerto implant coil outer cartons; within their opened inner pouches and within separate dispenser tracks. Visual inspection/damage location details: (pli-10) the concerto implant coil was returned without the introducer sheath. The pushwire was found to be broken and separated distal to break indicator. This is indicative that a manual detachment was attempted at this location. The coin was found to be against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. (Pli-20) no bends or kinks were found with the concerto coil pushwire. The implant coil was appeared to be stretched and damaged within introducer sheath. The implant coil was pushed out further from introducer sheath for additional analysis. The concerto implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): (pli-10) the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. The lumen stop was found to be visually in good condition. The retainer ring was found to be damaged, and the inner diameter was unable to be measured. (Pli-20) the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment is the blood found underneath the outer jacket, causing the release wire to become stuck. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in cath¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.